Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 73 hour run in test with the customer's settings without any unusual alarms and conditions. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. Internal inspection does not reveal any abnormalities with ventilator. The event trace log contains no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation. There were no failures detected and the device alarmed appropriately throughout testing. It is suspected that the customer's alarm settings at the time of the event may have prevented the device from responding to the disconnect condition.

Event description:
The customer reported to carefusion that the ventilator malfunctioned and did not alarm when the circuit was disconnected. The unit was on a patient at the time and the patient was taken to the hospital as a result of the incident.